Event description:
A customer reported a system message displayed during a vitrectomy procedure. The system was rebooted. After a significant delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported system message. The supervisor module was replaced (which would be the likely cause of the system message) as a scheduled retrofit. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. The returned supervisor module was evaluated and tested. The reported system message was unable to be replicated. The supervisor module was found to meet product specifications. A review of the system's event log was able to confirm the reported system message occurring on (B)(6) 2013. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).